Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for three total treatments on medium and high speed on a proximal peroneal artery. It was indicated tissue got wrapped on the oad and clots formed distal to the treatment area post orbital atherectomy treatment. There were no abnormal device symptoms or behaviors prior to the adverse event. The patient was appropriately heparinized in preparation for the procedure. Prolonged anticoagulation medication and thrombolytics were administered. The patient had a distal emboli at the end of the procedure. The patient was discharged.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis, and detailed analysis were performed on the returned device. The reported device contaminated at the user facility was confirmed. The reported patient effects could not be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported device contaminated at the user facility appears to be related to circumstances of the procedure. During analysis, a test wire would not pass the driveshaft crown section due to biological material accumulation. There was no damage or abnormalities identified that would have contributed to the material accumulation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for three total treatments on medium and high speed on a proximal peroneal artery. It was indicated tissue got wrapped on the oad and clots formed distal to the treatment area post orbital atherectomy treatment. There were no abnormal device symptoms or behaviors prior to the adverse event. The patient was appropriately heparinized in preparation for the procedure. Prolonged anticoagulation medication and thrombolytics were administered. The patient had a distal emboli at the end of the procedure. The patient was discharged in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.